Manufacturer narrative:
Decision was made to recall based on a manufacturing issue that was determined as part of an internal investigation. (B)(4).

Manufacturer narrative:
Evaluation of another device confirms reported complaint.

Event description:
It was reported patient underwent a total shoulder arthroplasty on (B)(6) 2012. During the procedure when the doctor started to screw in the regenerex post to the hybrid glenoid base it stops around the first few threads. Then the doctor put the wrench on a t-handle to force it past those first threads and then it screws on the rest of the way. Product was implanted in the patient with no injury or delay greater than 30 minutes.